Event description:
The yellow pulmonary artery catheter broke and was leaking. This has been an on-going issue with these devices. The line cracks/breaks right at the hub where the yellow connects to the white piece above the transducer. There are no pictures available, and the device was contaminated with blood so it was thrown away.